Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user requested assistance with a supply change for the ilet system while using a dexcom g7 and reported being disconnected from the pump for approximately one day, with a reported blood glucose of 300 mg/dl; educational resources and troubleshooting support were provided, and the user later confirmed reconnection with normal operation. Symptoms included hyperglycemia. Outcomes included no injury, no emergency treatment, and no hospitalization. Investigation included user follow-up by phone and sms with troubleshooting and education. Investigation of this case revealed no device malfunction reported or confirmed and no component failure identified, with the event attributed to user being off pump leading to elevated glucose. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.